Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Please provide the following information for each individual patient that experienced an adverse event from the use of an ethicon product. If no specific information can be provided, please let us know and we will update the file accordingly. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon product, surgicel, involved caused and/or contributed to the adverse events described in the article (specifically: post-operative urinary leak (ul), perioperative blood transfusion (pbt) rate, delayed bleeding, development of pseudoaneurysm and post-operative renal failure). -if yes, provide details of event, medical /surgical intervention performed and specific product type.

Event description:
It was reported in a journal article that the patient underwent an elective partial nephrectomy/pn procedure on unknown date and the absorbable hemostat was used. It was also reported that the patient experienced complications such as post-operative urinary leak, perioperative blood transfusion, delayed bleeding including hematuria and flank hematoma, development of pseudoaneurysm and post-operative renal failure. Additional information has been requested.

Manufacturer narrative:
Additional information. Additional information was requested and the following was obtained: ¿ were the cases discussed in this article previously reported to ethicon? No o if yes, please provide a complaint reference number. ¿ does the surgeon believe that the ethicon products / surgicel involved caused and/or contributed to the adverse events described in the article (specifically: post-operative urinary leak (ul), perioperative blood transfusion (pbt) rate, delayed bleeding, development of pseudoaneurysm and post-operative renal failure). No o if yes, provide details of event, medical /surgical intervention performed and specific product type. ¿ provide product code and lot. (B)(4) ¿ can specific patient demographics be provided for each of the subjects of this article? N/a